Manufacturer narrative:
The customer did not provide any further data for investigation. Based on the information provided from the customer, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient tested for ise indirect na for gen.2 on a cobas 8000 ise module. The initial result was 87.95 mmol/l. This result was reported outside of the laboratory where the nephrologist questioned it and requested repeat testing. The repeat result was 140.89 mmol/l. The na cartridge lot number and expiration date were not provided.